Event description:
The complaint is reported as: "upon peeling the sheath back during a PICC insertion the sheath broke off in the patient. The PICC nurse tried to pull it out of the insertion hole while removing the PICC however there were too small of parts that were broken off and the patient had to be taken to surgery to remove it all." It was reported surgery was required to remove the sheath pieces and the patient had to stay longer in the hospital. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "upon peeling the sheath back during a PICC insertion the sheath broke off in the patient. The PICC nurse tried to pull it out of the insertion hole while removing the PICC however there were too small of parts that were broken off and the patient had to be taken to surgery to remove it all." It was reported surgery was required to remove the sheath pieces and the patient had to stay longer in the hospital. The patient's condition was reported to be fine.